Event description:
This ra lead was implanted on (B)(6) 2009 and capped on (B)(6) 2017 due to unknown product performance issue. The physician was (B)(6). No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).